Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 13 (male: 11, female: 2), ages: 35 years to 80 years, bmi: 20 kg/square-metre to 39 kg/square-metre procedure involved: anterior lumbar interbody fusion (alif), oblique lateral interbody fusion (olif), transforaminal lumbar interbody fusion (tlif), posterior spinal fusion (psf) levels operated: lumbar-sacral, thoracic-lumbar-sacral. As per this clinical evaluation report, it was reported that a total of 13 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into either of the two evidence groups for analysis: degenerative disease (12 patients), failed fusion (1 patient). Post-op, the following device related adverse events were reported: in the degenerative disease group, 1 event of hardware failure was noted and 1 event of hardware subsidence was noted. The hardware failure was related to s1 pedicle screws and was not related to the alleged system. There was one reported case of hardware subsidence, but was not related to the alleged interbody. 1 patient is recorded as having undergone a revision surgery due to hardware subsidence and adjacent segment degeneration. This revision surgery is unlikely to be related to the alleged system. In the failed fusion group, 1 event of hardware loosening was noted. This event was related to the posterior spine fixation and was not related to the alleged system. There were 3 reported device-related aes and one revision surgery, none of which were related to the alleged spinal system. Overall, there were no indicators for poor performance of the reported system and no safety risks identified as part of this study. However, the sample size is small and was lacking full radiographic follow-up. Therefore, additional post-market clinical follow-up studies will be required to confirm these results.